Manufacturer narrative:
The lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor believes patient is developing a small vault. The doctor plans to perform a yag procedure. Additional information has been requested, but no additional information has been received.